Event description:
In this case, it was reported that the valve was explanted at implant. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve, one size smaller. No other details provided.

Manufacturer narrative:
Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Due to patient privacy regulations, the healthcare provider was not able to release any additional information (e.g., operative report, discharge summary). Explants at implant are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. It was reported that this device was replaced with another valve, one size smaller, suggesting that this event was related to a sizing issue. In this case, there is insufficient information to conclusively determine the root cause of this event. No further actions are possible with the available information.